Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to press buttons harder to respond. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received unexplained no delivery alarms and changing batteries more frequently. The device will not be returned for analysis.